Event description:
It was reported that the patient's previous artificial urinary sphincter (aus) device was replaced due to unspecified reason. A new 4.5 cm aus cuff was implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.